Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced ongoing urinary incontinence. The original 4.0 cm aus cuff was explanted, and the physician attempted to replace it with another of the same size but it was too tight. A larger cuff was implanted in a new location on the urethra. No patient complications were reported.